Event description:
It was reported that six months post device implant, the internal bumper was allegedly broken and was found to be inside the stomach. It was further reported that the bumper was removed using an endoscopy procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one ponsky dual port feeding adapter was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and material separation issues, as a complete circumferential break was noted at the distal end of the tubing. The surface of the distal end of the tubing was noted to be finely granular and glossy; residue was also observed. The break surface observed on the dome appeared jagged and non-uniform. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) found that the product labeling was inadequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that six months post device implant, the internal bumper was allegedly broken and was found to be inside the stomach. It was further reported that the bumper was removed using an endoscopy procedure. The procedure was completed using another device. There was no reported patient injury.